Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed self-testing.

Event description:
The customer reported that due to a malfunction, the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.